Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter were used during cholangioscopy procedure performed on (B)(6) 2022. During the procedure, image started with purple interferences and finally got lost. A second spyscope was used, but the same thing happened. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).